Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. The initial report incorrectly classified the event as a product malfunction; this report corrects the classification to a serious injury. Section b1 (is adverse event) has been selected. Section b2 (is other serious) has been selected. Section b5 has been updated to include the clinical rationale and to provide a complete and accurate event narrative. Section h1 (type of reportable event) has been updated to serious injury. Section h6 has been updated to include the medical device problem code ¿material twisted/bent¿ (a040609), which was inadvertently omitted from the initial report. No new adverse event information is being reported.

Event description:
Clinical narrative: an impella 5.5 device was inserted in a 65-year-old male patient. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: aortic valve repair/replacement. During prep, the cable was damaged by the scrub tech and the impella would not prime correctly. A purge pressure high alarm was noted. A purge cassette/tubing exchange was performed, but did not resolve the issue. It was determined that the pump was damaged, so a pump exchange was performed. After two days of support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Prior to impella 5.5 support, the pump was prepped for use by opening in the sterile field. The user clamped the patient cable to the sterile field prior to connection to the console. This clamp damaged the purge pressure line, leading to a high purge pressure (likely due to clamp squeezing purge line). Upon release of clamp, the purge pressure dropped too low, indicating potential damage to the purge line in the patient cable. User attributed this to a device failure out of box and replaced the device with a new impella 5.5 pump prior to insertion. The patient outcome is a delay in receiving treatment, since additional time was required to troubleshoot the problem and open a new pump.

Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that a new purge cassette was attempted but did not resolve the issue. Therefore, a new pump was opened and used for patient support.

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected.